Event description:
A cartridge alarm 20 was reported during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the cartridge independently and successfully resumed insulin delivery. Technical support advised the customer to call back if the problem recurred, and the customer acknowledged. No further assistance was needed.